Event description:
Report rec'd from USA stating that the device has damaged locking mechanism. It is unk if the device was being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).